Event description:
Drive devilbiss healthcare was notified of an incident involving an electric bed, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The end user of the bed stated that "he was injured and developed breakdown and has an open wound on his back" the end user did not seek medical attention. Drive did not receive any information regarding the patient's overall pressure injury management program. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.